Event description:
As reported, during placement of the 55cm optease (femoral only) filter, the operator found that the filter became stuck while being advanced through the sheath and could not be released. Rotating the sheath did not help. The proximal end of the sheath was cut, and placement was then completed successfully. There was no reported injury to the patient. The filter storage tube showed no damage during device preparation. There were no issues reaching the target lesion and no resistance encountered with the guidewire or embolic protection device; however, difficulty was experienced during deployment. The filter experienced bending during delivery, although not sharp angulation. No thrombus was present at the implant site. The inferior vena cava was measured at 24 mm and described as slightly narrow with a normal oval shape. The access vessel showed no calcification, moderate tortuosity, no stenosis, no acute angulation, and no bifurcation. The filter was embedded in the vessel wall. The device is not being returned for evaluation. Addendum: product evaluation revealed the optease catheter sheath introducer (csi) is separated.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.